Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl and was unconscious. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates and required assistance by paramedics. Customer, "does not recall what the paramedics gave" to address customer's bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the suspected cause of the low bg was due to customer entering in 1.8 units for carbohydrate ratio instead of 8 unit carbohydrate ratio due to user error, customer acknowledged and understood. Recommendation was made to discuss diabetes management with a health care professional.